Event description:
It was reported that the bd micro-fine¿+ pen needles experienced cannula break off. Patient received x-ray and CT scan to confirm the spot of the needle. The following information was provided by the initial reporter: after confirming with the customer, the sales date of the product was on (B)(6) 2022. The doctor advised the customer to have a further CT scan to confirm the spot of the needle. As the sample has been discarded by the customer, no photos can be provided and the sample cannot be returned as well. Today (B)(6) when the injection was processing, the pen needle could not be pulled out, and the needle broke in the body. Later, the customer went to the hospital to take an x-ray, the doctor could not find the spot and told the customer that it could not be taken out because the needle was too small, only 0.23x4mm.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd micro-fine¿+ pen needles experienced cannula break off. Patient received x-ray and CT scan to confirm the spot of the needle. The following information was provided by the initial reporter: after confirming with the customer, the sales date of the product was on june 14th, 2022. The doctor advised the customer to have a further CT scan to confirm the spot of the needle. As the sample has been discarded by the customer, no photos can be provided and the sample cannot be returned as well. Today (B)(6), when the injection was processing, the pen needle could not be pulled out, and the needle broke in the body. Later, the customer went to the hospital to take an x-ray, the doctor could not find the spot and told the customer that it could not be taken out because the needle was too small, only 0.23x4mm.